Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent urine pregnancy test - (B)(6) 2013. Concurrent conditions included procedural pain. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("dysmenorrhea"), migraine ("extreme migraines") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, dysmenorrhoea, migraine and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion - (B)(6) 2013 (as per pfs) and 2014 (as per mr). Insertion details - approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 2. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent urine pregnancy test (B)(6) 2013. Concurrent conditions included procedural pain. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("dysmenorrhea"), migraine ("extreme migraines") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, dysmenorrhoea, migraine and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion (B)(6) 2013 (as per pfs) and 2014 (as per mr). Insertion details approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 2. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.